Event description:
Clinical report states the patient was revised because of osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the root cause of the reported osteolysis based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.